Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been unable to charge either of their implantable neurostimulators (ins) for over a month. The rep called for instruction on how to start passive mode recharge (pmr). Additional information was received stating that the cause of the battery discharge was due to a damaged recharger in which they failed to report for at least a month, maybe longer. They visited the patient and used the physician reset mode to reset both systems to get programming turned back on. The issue was resolved. This was confirmed with the physician.